Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer changed the site and supplies multiple times in an attempt to resolve the issue. The customer reverted to manual injections and an alternate pump for therapy. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.